Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported that while using the bd vacutainer® edta 2k tube, foreign matter in tube; biological and non-biological was found. The following information was provided by initial reporter: the customer reported about fm found in/on the product.

Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that while using the bd vacutainer edta 2k tube, foreign matter in tube; biological and non-biological was found. The following information was provided by initial reporter: the customer reported about fm found in/on the product.